Manufacturer narrative:
Consumer admits to leaving the heating pad on and unattended which is a violation of the instructions and warnings provided. There is an instruction that states, "use this pad only on a 110-120 volt ac circuit. Unplug when not in use. Do not use with generators, power converters, or inverters" and consumer failed to perform that instruction.

Event description:
Consumer alleges heating pad controller caught on fire. There was not a report of personal injury or property damage with this incident.